Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which determined that the reported alarm had previously been recorded. The issue was traced to the wifi module battery, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The wifi module battery was replaced and the device passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump gave an error of 41100 with a red alarming screen on. There was no patient involvement. The issue occurred upon power up.